Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx) artery. The 2.00x20mm maverick otw balloon catheter was advanced to the target lesion and ruptured at 12 atms. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good."